Event description:
The micro sagittal saw was sent for evaluation because it was running on its own without activation during a procedure. A readily available alternate device was used to complete the procedure; no adverse event was associated with the device.

Manufacturer narrative:
Damaged sockets were identified as the probable cause of the device running on its own without activation; damaged sockets can create high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.